Event description:
This customer reported that they could not acquire a 12-lead due to missing leads. There was no pt impact.

Manufacturer narrative:
This customer reported that they could not acquire a 12-lead due to missing leads. There was no pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.